Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 400 mg/dl. The customer treated for their high blood glucose with bolus on insulin pump. Customer stated the auto mode was active at the time reported event. Customer stated the infusion set had bent cannula. The pump will not be returned for analysis.